Manufacturer narrative:
Exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.